Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for the treatment of an unknown indication. On (B)(6) 2009, the humapen ergo teal/clear pen body with a clear cartridge holder attached (lot 0504a01) was reported to be with the engagement tabs damaged. Additionally, it was reported that the patient always reused the needles. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with pc 1071467. It was not specified who operated the device but the operator was self-trained by using the user manual. The reported device had been used for three years (since 2006) but it was unknown how long this device model had been used. The device will be returned and evaluation will be performed to verify if a malfunction occurred. It was unknown if the humapen ergo teal/clear pen body with a clear cartridge holder attached was continued or switched to a new device or syringe.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.